Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was unable to confirm or reproduce the reported issue. The site reported that they changed drapes during the middle of the procedure and did not complete the troubleshooting steps with the technical support engineer (tse). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. An isi tse reviewed the system logs and found no related errors.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure that a yellow circle occurred when installing the camera. The caller stated that they removed the camera to perform a certain part of the case, and when reinstalling the camera in the patient side cart (psc), the image had a yellow circle. The intuitive technical support engineer (tse) found no related errors in the system logs. The isi tse suggested to reseat the sterile adapter. The caller stated they already performed that. The isi tse suggested to replace the camera, and if no change, to re-drape or hard power cycle the system. The caller stated that the surgeon was going to be done with the system and would be completing the case manually. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.